Event description:
The patient reported that they told the healthcare provider in 2014 that they thought the pump had moved because it was implanted in their back area. The patient¿s healthcare provider told the patient the pump didn¿t move at their last visit in (B)(6) 2015. The pump was used to deliver morphine. Interventions, patient symptoms and outcome not reported. Further follow-up is being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).